Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left laparoscopic video-assisted thoracic surgery (vats) with drainage of fluid procedure, the endoclip iii 5mm applier was tested before entering the cavity and was functioning properly. However, when attempting to ligate the tissue, no clip was deployed, despite the device counter indicating a clip had been used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with clips in the tube shaft. The clip counter was no longer active. A malformed clip was jammed inside the jaws. No other visual abnormalities were observed with the instrument. Functional testing noted that the malformed clip was removed. The handle was cycled to load a clip, the pusher bar did not load the clip. The instrument handle was disassembled for visualization of the internal components revealing a proper handle assembly. The pusher bar was observed to be bent. The condition of the instrument precludes further functional evaluation. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired. If a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all me dtronic quality specifications. The instructions included with this device provide the following guidance: attempts to load clips into the device jaw without full clearance of the trocar sleeve, and full visibility to the word ¿load¿ can result in device failure, malfunction, and/or malformed clips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left laparoscopic video-assisted thoracic surgery (vats) with drainage of fluid procedure, the endoclip iii 5mm applier was tested before entering the cavity and was functioning properly. However, when attempting to ligate the tissue, no clip was deployed, despite the device counter indicating a clip had been used. A new clip applier was used to resolve the issue. No patient complications have been reported as a result of this event.